Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. No unexpected post-reset alarm, history pointers failed, and tone, vibrator or motor did not have power available when needed alarms noted during testing. Insulin pump received power error due to connector resistance issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump multiple pump error alarms. Customer¿s blood glucose level was 120mg/dl. Customer was also reported that he was able to complete insulin pump rewind and was able to successfully clear the alarm. Fill cannula was recorded in daily history. Self test was performed and it did not passed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump need to be replaced. Insulin pump will be returned for analysis.